Event description:
Needle broke during surgery having no adverse consequence to pt. Not: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family intially reported assuming incident could recur.